Event description:
It was reported that the patient complained of thumping in the chest due to extracardiac stimulation from the left ventricular (lv) lead. No action is planned. It was also reported that the capture threshold of the lead has increased. The lead polarity was reprogrammed to bipolar and the threshold is better. The lead remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.